Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information, assisted with resetting the pump, and confirmed that the issue did not recur. Customer was advised to continue using the pump and to call back if the malfunction code recurred.